Manufacturer narrative:
Device evaluation: product analysis could not confirm the hub detached/separated in this complaint. The device was broken 33.5 centimeters distally from the edge of the strain relief. It appeared to have been kinked, therefore, causing the shaft break. There was no evidence of elongation or exposed braiding material at the shaft break location. The second piece is attached to the guidewire. The midshaft shows evidence of elongation. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact cause of the difficulties experienced during the procedure could not be determined. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
Same case as mfg report: 2134265-2008-04719. This event is reportable based on the product analysis approved on 01/23/2009. It was reported that during a percutaneous coronary intervention (pci) procedure the hub of the balloon catheter broke off. The lesion being treated was located in the right coronary artery (rca). A runway kl4h guide was used to canulate the rca vessel. There were issues with the guide catheter support after the pt graphix guidewire was placed and during the advancement of the 2.25x12mm maverick2 balloon catheter to the lesion. The guide catheter lost support and came out of the vessel. When the guide catheter disengaged, it prolapsed on itself in the arch of the aorta. The physician attempted to straighten the catheter out by torquing the catheter many times, this was unsuccessful. The physician then pulled the guide catheter into the iliac vessel where the 6fr sheath was in the left femoral artery. Then the physician unsuccessfully attempted to straighten the guide catheter by pulling it through the sheath. The physician then pulled the guide, balloon, and wire out of the patient. As everything was being pulled out, the hub of the maverick balloon catheter broke off. The physician kept pulling and the hub of the guide catheter broke off. He then pulled everything else out forcefully and held pressure. The physician was able to re-engage the left femoral artery with an 8fr sheath and did achieve hemostasis. The physician called the cv surgeon to discuss the location of the rca and treatment strategy for the patient. Together they decided, since it was very difficult to canulate the vessel with a guide and keep good back up support, they should bypass the vessel with a vein graft. Patient left the room in stable condition and was scheduled for a bypass the next day.